Event description:
It was reported that an implant was received at reception with an incorrect photo on the product label. There was no patient involvement. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.